Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient(pt) reports ins has not worked in controlling symptoms since implant date. Pt reports used device for 6 months and then has not used since. Pt also mentioned has not used because does not like. Pt states needs to have device removed and inquired about a physician. Agent sent physician listing. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.